Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect total b-hcg assay. An increase in complaint activity was not identified for reagent lot 89197ui00. Using worldwide field data, the historical performance of reagent lot 89197ui00 was evaluated. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and within established limits. This analysis confirms no systematic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Event description:
The customer reported a false positive architect total bhcg result. Sample ID (B)(6)generated an initial result of 201.61 miu/ml and retests of <1.2 miu/ml. No adverse impact to patient management was reported.